Manufacturer narrative:
Received one 60-6085-201a in opened original packaging. Lot number was verified. Performed a visual inspection, the device was returned in multiple pieces, disassembled. There is evidence of proper adhesion at the distal tip of the shaft where the uterine balloon was attached. A root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be the use of excessive force during removal of the device from the patient. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, medium, uterine manipulator device was being used in an unnamed procedure on (B)(6) 2024, and "while attempting to remove uterus with the vcare uterine manipulator the green cuff broke off and the tip of the balloon broke off while still inside the patient. The surgeon was able to remove the uterus and all pieces of the vcare manipulator. We ensured all pieces were there with a count." There was "no patient harm¿, and no report of medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, medium, uterine manipulator device was being used in an unnamed procedure on (B)(6) 2024, and "while attempting to remove uterus with the vcare uterine manipulator the green cuff broke off and the tip of the balloon broke off while still inside the patient. The surgeon was able to remove the uterus and all pieces of the vcare manipulator. We ensured all pieces were there with a count.". There was ¿no patient harm¿, and no report of medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.